Event description:
It was reported that the patient presented with an unspecified bluetooth telemetry anomaly exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.